Event description:
Boston scientific crm received information that this pacemaker displayed oversensing likely due to right ventricular lead issues when programmed to bipolar configuration. It was reported that the device had reached the replacement indicator and will therefore be replaced. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.